Event description:
The reporter stated that when "recall last setting" function was used to recall volume/time (v/t) for 7ml over 30 minutes using a 20cc monoject syringe, the unit ran past the time of 30 minutes.